Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for suture lock as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following information: the user facility reported that they had an angio-seal suture lock when closing. They were able to troubleshoot and get a clean seal with the device. The estimated blood loss was less than 250 cc. A 6fr procedure sheath was used. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient remained in stable condition. The procedure for the patient prior to the use of the angio-seal device was a leg angiogram.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to facility policy. A2: age & date of birth: requested, not provided due to facility policy. A3a: sex: requested, not provided due to facility policy. A4: weight: requested, not provided due to facility policy. A5: ethnicity: requested, not provided due to facility policy. A6: race: requested, not provided due to facility policy. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.